Event description:
A nurse reported that during cataract surgery, the system displayed a message. The system was exchanged and the surgery was completed without any delay or harm to the pt.

Manufacturer narrative:
The company rep examined the system and was able to duplicate the reported system message. The fluidics mechanism assembly (fma) was replaced to correct the problem. The system was then tested and met all product specs. The fma is expected to return for in-house eval. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4) [component code(s)]. (B)(4).